Event description:
This complaint was created by the finding of maude report number 19475324 on (B)(6) 2024. The current complaint database has been researched for this event and there were no findings. The report was found to be written against an ias12-120lpi, airseal 12/120mm lpi port device. The date of the procedure was listed as (B)(6) 2024. The reporter remained anonymous. The report states, ¿during an a davinci xi radical prostatectomy procedure in npor 4, the blue part of the airseal top broke off and fell into the patient. The pa assisting was able to retrieve both blue broken pieces from inside the patient. No harm reached the patient.¿ there was no report of injury, medical intervention, or hospitalization for the patient. There are no other details for conmed to investigate. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety.

Manufacturer narrative:
The device will not be returned, and no photographic evidence was provided. Therefore, a device malfunction cannot be verified. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. A two-year lot history review shows a total of one (1) device for this lot number and failure mode. A two-year review of complaint history revealed there has been a total of 39 complaints, regarding 52 devices, for this device family and failure mode. During this same time frame 1,574,035 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4).. Per the instructions for use, the user is advised that if using the optional sound cap (8 mm, 12 mm): inspect sound cap foam and seal prior to use. Inspect the sound cap after use for physical damage of any kind. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
This complaint was created by the finding of maude report number 19475324 on 8jul24. The current complaint database has been researched for this event and there were no findings. The report was found to be written against an ias12-120lpi, airseal 12/120mm lpi port device. The date of the procedure was listed as (B)(6) 2024. The reporter remained anonymous. The report states, ¿during an a davinci xi radical prostatectomy procedure in npor 4, the blue part of the airseal top broke off and fell into the patient. The pa assisting was able to retrieve both blue broken pieces from inside the patient. No harm reached the patient.¿ there was no report of injury, medical intervention, or hospitalization for the patient. There are no other details for conmed to investigate. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.